Manufacturer narrative:
The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was stuck, generating not inserting the kirschner (k-wire) needles with the drill. Also the tips of the screwdrivers were worn/dull; causing the screws to not be tightened correctly was confirmed. An assessment was performed and it was observed that the device was blocked. The coupling tool side seized, and was running rough. It was not possible to adjust the wire diameter; therefore the wire could not be clamped. The assignable root cause was determined to be due to improper maintenance (lack of oil), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure for a left humerus fracture, it was observed that the quick coupling device became stuck and did not work at all; therefore, the 1.6mm k-wires could not be inserted with the drill. It was reported that there was an approximately 30 minute delay in the procedure due to the event. There was no spare device available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.